Manufacturer narrative:
The insulin pump was intermittent buttons due to flattened dome switches. The connector at the lcd board was found locked. The pump had minor scratched lcd window. (B)(4).

Event description:
A certified company representative reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The representative reported that only the b button works. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.